Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The reported issue could not be duplicated by the fsr. The unit was tested and no failure was detected. The patient circuit calibration and performance check was performed with the customer present and the unit met all service specifications.

Event description:
The customer reported that this high frequency oscillating ventilator (hfov) was being used on a patient when the mean airway pressure and the amplitude values were unexpectedly decreasing and unstable, despite attempts to re-set the readings to the intended settings. It is unknown whether there was injury or harm associated with this reported issue.